Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, the patient touching or picking the wound has been ruled out. However, the patient has vascular issues and the incision site was not irrigated with an antibiotic solution before closure. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient is a poor candidate due to health, weight, age, or mental capacity as the patient has vascular issues (user error- clinician). Surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported that their receiver site is not healing and their anchor sutures are visible. Antibiotics were prescribed and the patient was referred to wound care. The patient is currently seeing wound care and the wound has not yet healed.